Event description:
The customer reported poor image quality with pediatric images. A loss of detail in small anatomy.

Manufacturer narrative:
When investigation is completed, a follow-up report will be sent to the FDA. (B)(4).